Event description:
The device generated a blood glucose result of 715 mg/dl. The device's numeric reading range is 10 - 600 mg/dl; value > 600 mg/dl should display as "hi." While on the line with technical support, patient reviewed the device's memory. Patient stated that the corresponding memory value displays as 215 mg/dl. No patient injury was reported and no treatment was recieved. Technical support requested the return of the suspect product and replacement product was shipped.